Manufacturer narrative:
Event date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported that the last 5-6 days have felt low. Patient wondered how long the ins was off as the remote was showing today while the patient was using it. Patient was redirected to the health care professional (hcp). Patient wanted to change groups, further stating there were no problems, but was instructed to change every few weeks. Patient was walked through the remote and changed to group d. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating they did not know the cause of the ins being off.